Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: thermocool smarttouch; lasso; and carto3. Other company¿s devices were used during this study: a multipolar catheter ((B)(4)). (B)(4). Methods: no testing methods performed (B)(4). Results: no results available since no evaluation performed (B)(4). Conclusion: device discarded by user, unable to follow-up (B)(4). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported one patient in the thermocool smarttouch group had a pericardial tamponade, which had to be resolved by an initial pericardial puncture and a final surgical approach. Additional information was received on 09/22/2016 indicating that thermocool smarttouch catheter was used. The author assessed pericardial tamponade was possibly device related and possibly procedure related. However no bwi device malfunctions were reported in the article. The pericardial tamponade event result in severe impairment of a body function or damage to a body structure. Pericardial puncture was performed. No additional surgery was performed. The catheter used in this procedure was not a reprocessed / reused catheter. Patient age, gender and weight were unknown. Patient was fully recovered. Title: ¿clinical impact of a new open-irrigated radiofrequency catheter with direct force measurement on atrial fibrillation ablation.¿ the purpose of this study was to assessed the impact of direct catheter force measurement on acute procedural parameters during rfca of atrial fibrillation (af). Approx 50 patients were enrolled in this study. Suspected device is smarttouch thermocool ablation catheter, however catalog and lot number are unknown.